Event description:
It was reported that during a polypectomy procedure in the cecum, the device did not work well---jaws would not fully open and clip deployment was very difficult but finally achieved. No patient consequences were reported and no device will be returned.

Manufacturer narrative:
.